Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was already confirmed through earlier reference tickets. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document: (B)(4). Customer is using an iphone se device with ios 17.6.1 with inpen version 5.7.1.4. Customer states that they are unable to see current cgm data from their dexcom device. Helpline was informed the patient has not appeared to have a connected cgm device since (B)(6) 2024 and was provided info explaining due to limitations on dexcom's side, only data older than 3 hours will appear in the app. Current glucose will only show for 10 minutes upon entering the number manually. Since dexcom's 3-hour delay is expected behavior, no further investigation is required. To assist with the resolution of the issue, we provided the helpline team with the following information: customer is using dexcom and not seeing current data. Please note that there is a 3 hour delay between dexcom data and the inpen app, and this is expected behavior. Please inform customer. If the patient has switched over to g7 the patient will need to connect the g7 to their apple health, and make sure the apple health is connected to the inpen app. That is currently the only way to have bg data sent from the g7 to the inpen app. The helpline has reached out to the patient and informed them of the recommendation, but has not heard back. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication between inpen and the mobile device application as the continuous glucose mentoring values were not available in inpen home screen. The customer reported no adverse event. The event involved product(s) mmt-8060. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-8060.